Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shock. Lead impedance measured zero and alert message for possible output circuit damage was displayed. No other electrical anomalies were noted. The device remains implanted and lead was capped and replaced. The device was used successfully with a new lead. Dft testing was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.